Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been experiencing 'jolting' when the device was on. It was noted the impedances were 'awry.' It was unclear whether the impedances were out of range or not. It was decided the device would be left off because the jolting was too unpleasant and it did not help with pain relief. It was noted they believed an x-ray showed the device had not flipped. It was also noted they believed the device was depleted. It was noted the patient was a very 'complicated' lady and anecdotal episodes were common. It was reported the patient was awaiting a joint replacement and would decide on spinal cord stimulator revision after the joint replacement. It was noted the battery was at end of life. There was no harm injury or death to the patient. There were no actions required as a result of the event. It was reported it was confirmed the stimulator was completely depleted. There was no communication from multiple clinician programmers. Palpation of the stimulator, electrode, and extension did not elicit and shocking sensation. It was noted when the device had battery life was when the patient was experiencing the shocking sensations. The device had been turned off due to this reason. It was noted the episode had arisen due to the patient having electricians in their home to check their wiring for the central heating. It was noted the patient had stumbled but not fallen on the side of the implant. It was also noted the patient had not been 'jolting' when seen and had not had any issues with security devices. It was noted there was a problem with computer and tv's in the past but was not currently a problem.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-01347. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).